Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited noise when connected to the ventricular lead. The device was no longer used and replaced. No patient symptoms were reported.